Event description:
Upon completion, the distal end of the fiber came off [foreign body]. Upon completion, the distal end of the fiber came off [device breakage]. Fiber failure [device failure]. Case narrative: case number (B)(6) is a spontaneous report received from physician via medical information department (B)(6) (reference ID: (B)(6)) on 07-mar-2025. This case refers to an unspecified demographic patient who had foreign body and device breakage (upon completion, the distal end of the fiber came off) and device failure (fiber failure) following treatment with photofrin, and optiguide fiber optic diffuser. The patient's medical history, historical medications, concurrent condition, and concomitant medication were not reported. On an unknown date, the patient was started on photofrin at an unknown dose for carcinoma in situ. A 2.0 cm rigid fiber was placed interstitially in the first treatment area. The area was treated for 500 seconds for a total treatment of 200 j/cm. There were no issues noted during the actual treatment time. Upon completion, when the fiber was extracted, it was noted that the distal end of the fiber (the part that illuminates) was no longer connected to the fiber pb220 (lot no: da24030 expiry date: 07-mar-2029), unique identifier (UDI): ((B)(4) and serial no: (B)(6)). The end was removed from the patient and appeared to be intact. A second fiber was used to treat the second area. A photo of the broken fiber was provided, and broken fiber had been retained to be sent to the manufacturer. Device failure pqc logged under (B)(4). Upon follow-up, complaint possible cause and conclusion was received. Complaint: fiber pulled out from the proximal side of the outer housing. Analysis: fiber pulled out from the proximal side of the outer housing at the proximal bonded joint end. Possible causes: it is difficult to determine the cause of this failure. As a precautionary course of action, lp would review and retrain operators per the current production process to ensure all steps are executed correctly, including cleaning procedures, application of epoxy, testing, and inspection. From a user perspective it is suggested that the customer review the IFU for proper instruction, usage, and warnings regarding the application of the device. Laser peripherals strives to meet all customer's expectations and needs through 100% testing of product before it leaves the manufacturing facility. They constantly try to maintain an adherence to quality and the safety and efficacy of the products. It was understood that the inconvenience and difficulties could cause problems in the field. They are taking steps to improve their own processes. The patient's treatment medication and lab test were not reported. At the time of this report, the outcome of the event foreign body, and device breakage was unknown. Action taken with photofrin was unknown. De-challenge and re-challenge results were not applicable with respect to photofrin. This case is considered to be non-serious for the events foreign body, device breakage and device failure. The reporter assessed the events foreign body, device breakage and device failure to be unlikely related to photofrin whereas possibly related to optiguide fiber optic diffuser (device). Consent to follow up with the reporters was denied. Follow-up information was received on 10-jun-2025 with complaint analysis and response with (B)(4). Additional information received: complaint possible cause and conclusion were added. Device evaluation codes of methods, results and conclusion were added. Reference number added. Narrative incorporated accordingly. This report is being submitted in response to CAPA provided for the 483 during the recent inspection by usfda. Case comments: the case is assessed as non-serious and unlisted as per the company rsi. The company considered the events of foreign body, device failure and device breakage to be unlikely related to porfimer sodium (photofrin), as events reported with optiguide fiber optic diffuser. The case is assessed as non-serious and unlisted as per the company rsi. The company considered the events of device breakage and device failure which led to the event of foreign body to be possibly related to optiguide fiber optic diffuser, as per the who causality classification system as the contributory role of the device cannot be excluded in view of the plausible temporal association. Upon completion of the procedure, when the fiber was extracted, it was noted that the distal end of the fiber (the part that illuminates) was no longer connected to the fiber. The end was removed from the patient and appeared to be intact. As per the pqc investigation, it is difficult to determine the cause of this failure. As a precautionary course of action, the company will review and retrain operators per the current production process to ensure all steps are executed correctly, including cleaning procedures, application of epoxy, testing, and inspection. From a user perspective it is suggested that the customer review the IFU for proper instruction, usage, and warnings regarding the application of the device. Based on the available information, there is a potential to cause serious injury if the incidents were to recur.

Manufacturer narrative:
Failed fiber retained. Fiber pulled out from the proximal side of the outer housing. This is default text configured for block h10.